Manufacturer narrative:
Evaluation summary: it was caused due to a condensation of moisture in the ccd unit by changing the temperature outside of the endoscope. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. The image of the scope was foggy.